Event description:
The customer reported via phone call that they had a keypad anomaly on the insulin pump. Customer stated that the buttons were not working and it was a new pump that they received 2 weeks ago as a replacement. Customer's blood glucose was 88 mg/dl at the time of the incident. Customer also had a failed battery test. Customer was advised that the insulin pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with normal operating currents, and no unexpected off no power, low battery or failed battery test alarms. All the buttons functioned properly, and no moisture damage on the keypad traces was noted. The keypad connector was fully locked. No cosmetic damage was noted.